Event description:
A malfunction was reported with a malfunction code. There was no reported impact to the customer¿s blood glucose level. The pump user was expected to follow up as the caller could not confirm pump details. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.